Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a low blood glucose of 23 mg/dl. Customer stated that he was still in warm-up mode waiting for the sensor to ask for a blood glucose and his blood glucose plummeted to 23 mg/dl. Customer stated that he gets a lot of quick drops even if he hasn't taken insulin. Customer has not been able to eat for several hours. Customer went to the hospital with the paramedics on (B)(6). Customer had just started on the pump on may 28. Customer will monitor the pump and call back if he has any more unexplained lows.